Manufacturer narrative:
A steris service technician arrived onsite to inspect the harmonyair equipment boom and found the carbon dioxide hose was twisted within the equipment boom. During the technician's inspection, he identified that the hose would continue to twist the further the boom equipment rotated resulting in the hose becoming kinked when the boom was fully extended. At the time of the reported event, the equipment boom was fully extended. The further twisting of the hose allowed a kink to form within the hose resulting in the lack of flow of carbon dioxide. The technician performed the necessary repairs, tested the unit, confirmed it to be operating according to specification, and returned it to service. The reported event is attributed to improper installation of the carbon dioxide hose by a third-party service provider. Steris will retrain the third-party service provide on the proper installation of the harmonyair equipment boom. A 2-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported via medwatch report number mw5091217 that carbon dioxide was not flowing with their harmonyair equipment boom fully extended at the start of a patient procedure. Facility personnel utilized portable carbon dioxide tanks and the procedure was completed successfully. No report of injury.

Manufacturer narrative:
On 12/31/2019, a steris installation project manager retrained the third-party service provider on the proper installation of the harmonyair equipment boom. No additional issues have been reported.